Manufacturer narrative:
Siemens completed the investigation of the reported event. As the investigation did not reveal any malfunction or deterioration in the characteristics or performance of the device, the system did not cause or contribute to the situation described. According to our system specialists, the fault described in the complaint is most likely due to an electrostatic discharge. The occurrence of electrostatic discharge is influenced by humidity, the type of clothing and other factors.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred involving the artis zee ceiling system. It was reported that a member of the housekeeping staff received an electric shock when touching the monitor. Further information was provided that the affected person was advised to receive an electrocardiogram (ECG). We are unaware of any further impact to the state of health of the person involved. Siemens has requested additional information in order to conduct an investigation of the reported event.